Event description:
It was reported that the user received an alert 38 indicating a motor stall during ilet setup, then restarted and performed a factory reset, after which a dry-run supply change was completed successfully; the event is consistent with a device failure to infuse associated with the motor component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a failure to infuse related to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.